Event description:
A customer initially reported that the test strip would not fit upon inserting into the adc device and ordered a replacement meter. Due to a delivery delay in the replacement device, the customer experienced symptoms as "without strength, weakness, hypoglycemia" and required treatment of sugar by nurse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle precision neo meter were reviewed and the dhrs showed the freestyle precision neo meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.